Manufacturer narrative:
The customer reported they are sending the devices in for investigation, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an under infusion and the rate changing after reprogramming could not be confirmed or replicated. A review of the pcu and module event logs showed no data on the reported incident date of (B)(6) 2016. The last recorded log previous to the reported date of the incident in the event logs was noted on (B)(6) 2016. Thereafter, the logs start recording again on (B)(6) 2016. Testing and inspection of the source pump module found no malfunctions and to be infusing within specification. The root cause of a patient receiving less medication than intended and the rate changing after reprogramming could not be determined.

Manufacturer narrative:
The reported event of fluid remained after the infusion completed and a unintended rate change could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a secondary infusion of irinotecan was programmed to infuse at 377ml/h however the pump alarmed empty while fluid remained in the secondary and primary infusion bags. The clinician reprogramed the pump and reported ¿the pump changed the rate to 37.7ml/h on its own¿. There was no patient harm reported.